Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed entrapped air resulting in two inappropriate shocks. X-ray confirmed loss of slack in the electrode. The associated device was deactivated, and surgical intervention was performed. The system remains implanted and in service.